Event description:
Nurse was trying to draw blood using the one way valve port, blood started coming out of the port. The blue plastic covering the port retracted inside. Nurse clamped the tubing and replaced it. According to the nurse there was not a lot of blood loss. The packaging was not saved therefore, no information on lot # and serial#, etc.